Manufacturer narrative:
The customer called technical support to request onsite service to repair the device as the device returned from bench unrepaired. No documentation was included. A service quote for repair was sent to the customer for approval. The repair is still pending.

Manufacturer narrative:
The asp obtained new testing equipment and successfully completed performance verification testing. The device passed per applicable standards and was returned to service. The investigation concludes that no further action is required at this time. Should additional information be received the complaint file will be reopened. As the issue was determined to be related to faulty test equipment this event is no longer considered reportable.

Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp retrieved the diagnostic report (drpt) and noticed that the average air was reading 7.7 standard liters per minute (slpm). The asp replaced the flow sensor assembly, and while performing performance verification testing, the asp found issues with the test equipment. The asp is scheduling a follow up once the test equipment was repaired.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error kept appearing on the screen during preventive maintenance (pm) and could not be cleared. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request to send the device to bench repair as a 1203 "low leak-co2 rebreathing risk" alarm error kept appearing on the screen during preventive maintenance (pm) and could not be cleared. The remote service engineer (rse) e-mailed the bench repair form to the customer with instructions, and the customer acknowledged. Investigation is ongoing.